Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved the issue by changing infusion set and cartridge and resumed insulin.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.